Event description:
It was reported that the patient presented to the clinic remotely on 1 apr 2022 with an episode of inappropriate shock from the implantable cardioverter defibrillator (ICD) due to atrial signals falling into ventricular channel. The transmissions showed the device declared the associated episodes of supraventricular tachycardia (svt) as ventricular tachycardia (vt). Intervention was performed on the device. The patient was scheduled for continued monitoring. The patient was in stable condition.